Manufacturer narrative:
The customer provided hygiene microbiological investigation (hmi) results. The customer hmi (hygiene microbiological investigation) results reported the scope suction channel tested positive with the following microorganism: acinetobacter spp (1 cfu). The olympus france french subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms 3 cfu/100 ml and 3 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. Follow up communication with the customer reported that cds checklist will be not provided. The customer informed olympus france (ofr) that they will not send information concerning reprocessing practice. Ofr customer service manager send an official acknowledgement letter to the customer about this topic to confirm that olympus has taken notice of their request as much as possible. Olympus service center device evaluation results has not yet been received and not available at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus france (ofr) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on clarification of results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test, performed at the third-party labs, provided from the user: on (B)(6) 2022, sampling from: all channels, cfu: 7cfu, bacterial identification: arthrobacter parietis. On (B)(6) 2022: sampling from: suction channel, cfu: 1cfu, bacterial identification: arthrobacter spp. The following was result of the culture test, performed at the third-party labs, provided from olympus: sampling from: all channels, cfu: 3cfu, bacterial identification: gram positive bacteria. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where distal end cap cover: - insulation was less than the threshold; light guide rod lens (3x) --- chipped; -charged coupled device cover lens --- scratched; bending section rubber glue --- worn out; scope cover --- broken; scope body --- broken; key top 1 --- unclear indication; universal cord --- buckles; up down knob --- angulation --- less or specified value; distal end --- biopsy channel --- wear and tear --- replaced as preventive maintenance however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the same germs were not detected and the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.